Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation / functional test was performed, evidence of a screw fragment was stuck inside the implant. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw was not torqued to specification. Therefore, based on the available information, a device malfunction did occur. There was a screw fragment stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported screw fracture at tooth sites 24, 26 and implants were removed. Screws were placed on (B)(6) 2022.

Manufacturer narrative:
Zimvie complaint number: (B)(4).